Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).

Manufacturer narrative:
This device is not distributed in us. We checked the returned unit and confirmed that the ccd module and the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module and the ccd driver pcb. In addition, we confirmed that the distal body broken, the light guide fiber bundle (lcb) fluid damage, the lcb distal cover glass broken, the u/d pulley wire worn out, the r/l pulley wire worn out, the electrical connector assy a-p0023 fluid damage, and the lg cable connector assy fluid damage; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.